Event description:
On 12/30/1999, the distributor's rep informed the MFR's rep that a customer in their territory experienced a problem with the product in question. It appears that the product was defective; however, rptr did not have all the details on hand. A blank product complaint form (pcr) form was faxed to the distributor's rep for completion (12/30/1999). On 01/17/2000, the MFR received the completed pcr form via a fax that states the following: the pt went to sleep at 8:45. "Vein irrigated device" and silicone came back into huber needle. Needle and device would not irrigate again. No further details were provided.